Event description:
Add'l info received on 01/29/2026 for report mw5181579 to correct spelling of the MFR name to karl storz se & co. Kg.

Event description:
It was reported that the tele pack x led monitor is worn out and cannot be properly adjusted. The current wear condition affects stability and positioning, potentially impacting operational efficiency. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).